Event description:
"Connector part connection problem" was reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.